Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the distal aspect of the ica with the interventional wire (enroute 0.014'' guidewire). The procedure was converted to carotid endarterectomy (cea). After the dissection, the physician elected to proceed with the procedure but during the deployment of enroute transcarotid stent system (tss), the user pulled on the device causing the stent to deploy at an unintended location. Imaging revealed 80% of the stent was shown to be deployed within the sheath, and 20% of the stent was deployed in the vessel. The procedure was converted to carotid endarterectomy (cea) to explant the stent and the dissection was treated.

Manufacturer narrative:
The device was not returned for analysis, the lot number was not available to carry out the lot history records review. The customer confirmed in the email, that the lot number is not available therefore limited investigation was carried out. The risk traceability matrix number rmf(tm)-003 was reviewed and it was found that the risk for this failure mode was included and well documented. The current rating for the failure mode in question is below the expected levels for the confirmed complaints. If the appropriate lot number becomes available in the future, the complaint will be reopened. Based on the information provided above the issue cannot be fully investigated and the cause of this complaint remains non-verifiable.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the distal aspect of the ica with the interventional wire (enroute 0.014'' guidewire). The procedure was converted to carotid endarterectomy (cea).